Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he received an alarm on the insulin pump. The reported blood glucose reading at the time of the phone call was 58 mg/dl. Paramedics were called and treated the customer at the scene. The customer's blood glucose reading was 93 mg/dl when the paramedics left. Troubleshooting was performed and found that the customer may have taken too much insulin to treat for the food he consumed on the day of the event. Nothing further was reported.